Manufacturer narrative:
Product event summary: analysis confirmed the reason for return. The programmer started up with a white screen, the image was ok and the display was ok. It was also noted that the main processing unit (mpu) board was broken, the keyboard was damaged, the handle was damaged, the bezel was broken, the rear display cover was broken and the screw from the display was loose in the bezel. As a result the mpu board, handle, touchscreen, and rear cover were replaced and the keyboard was repaired.

Event description:
It was reported that the device was dropped and the screen disappeared. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.